Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 342 mg/dl and ketone level was high. Cause of elevated bg was not known. Customer administered manual insulin injection to address elevated bg. Customer was admitted to the hospital. Healthcare provider identified the ketone level as dangerous. Customer was treated with intravenous insulin and saline. Elevated bg and ketones resolved with no injury to customer. Customer was discharged 24 hours later. Pump system check was performed. No issues were observed to the infusion set, insulin or cartridge. The pump was found to be functioning as intended; customer acknowledged results of pump system check.